Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous distal right coronary artery. A 3.50x38mm synergy¿ drug-eluting stent was advanced for treatment. However, the device could not pass through the tortuous area. When it was removed from the patient's body, the stent strut was found to be lifted. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.